Manufacturer narrative:
Sc-1110 (sn (B)(4)) device evaluation indicated that the device passed all tests performed. Sc-8116-50 (sn (B)(4)) device evaluation indicated that the complaint was confirmed. The lead was damaged. Three electrode pads were missing, and one of the cables was pulled and exposed. The damage was noted during the procedure.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg and lead were replaced. It was noted that during the revision ,the tail of the lead was damaged and was confirmed that it was damaged before the procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). Sc-8116-50 (sn (B)(4)) device evaluation indicated that the complaint was confirmed. The lead was damaged. Three electrode pads were missing, and one of the cables was pulled and exposed. The damage was noted during the procedure. Additional information was received that none of the missing contacts were left in the patient's body.

Event description:
A report was received that during a revision procedure to upgrade the ipg (device malfunction was not suspected), the physician noticed the tail of the lead was damaged. The lead was confirmed to be damaged before the procedure. The physician explanted and replaced the broken lead. The patient was doing well post-operatively.

Manufacturer narrative:
Other # field is populated with the di number. Additional suspect medical device component involved in the event: model#: sc-1110 serial #: (B)(4) description: precision implantable pulse generator (ipg) the explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg and lead were replaced. It was noted that during the revision the tail of the lead was damaged and was confirmed that it was damaged before the procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the tail of the lead was broke in half before the procedure.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg and lead were replaced. It was noted that during the revision the tail of the lead was damaged and was confirmed that it was damaged before the procedure. No device malfunction was suspected. The patient was doing well postoperatively.